Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; handmade stent graft fenestration to preserve left subclavian artery in thoracic endovascular aortic repair. Kuo h-s, huang j-h, chen j-s. European journal of cardio-thoracic surgery 56 (2019) 587¿594. Advance access publication 26 february 2019. Doi:10.1093/ejcts/ezz049. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts and non mdt stent grafts were implanted in the endovascular treatment of various thoracic aortic pathologies. A (B)(6) year old man with an acute complicated type b dissection had a sine (stent induced new entry) - retrograde type a dissection diagnosed. The patient refused further intervention and was lost to follow-up however it was reported this patient remained alive for more than a year thus far.